Event description:
It was reported that during the implant procedure, all leads were implanted and testing of impedance, sensing and thresholds were within normal limits when tested through the analyzer. The device was then connected to the leads and all impedances were high and diaphragmatic stimulation was noted on the left ventricular lead. The device was disconnected and the lead tested again through the analyzer and all measurements were normal again. The device was reconnected to the leads and the same problem was observed. This was repeated three times with the same results. The physician concluded that there may be a device header issue. The device was not implanted and a new device was connected to the leads with no lead issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).